Event description:
A screw in a sapphire unit produced by spinal elements backed out within two weeks of the fusion surgery. The surgery was (B)(6) 2015 and an x-ray on (B)(6) showed a screw had backed out. A revision surgery was performed (B)(6) 2015 to remove the screw and replace it with a rescue screw. There was a higher significance of problems with the second surgery with swelling and inability to talk. I was not notified when the screw backed out originally or later by the physician when the x-ray showed the screw had backed out. The first time it was out 2mm and the second time 5mm. I was told when I went for a follow up visit that revision surgery was necessary by the physician with no warning of the higher risks involved because of the closeness of the two surgeries. The manufacturer's representative was present at the (B)(6) 2015 surgery to retrieve the screw to return it to the manufacturer, spinal elements.